Manufacturer narrative:
The insulin pump was received with blank display due to battery tube power connector not connected properly to electronic board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had blank display. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. The battery cap, battery compartment and spring were not damaged nor corroded. New battery was inserted but the display did not return. It was reported that troubleshooting did not resolve the issue and the display did not return. It was reported that the customer was advised remove the battery for two hours and call back if the issue recurs. The insulin pump will be returned for analysis.